Event description:
It was reported the patient experienced uncontrollable pain for the past 1.5 months. It was believed that the pump was 'malfunctioning.' A catheter access port dye study was performed and there was flow through the tip of the catheter but it was difficult to push the dye through. A roller study was performed and the roller did not turn. An MRI was planned. The pump was delivering morphine. It was later reported that the catheter dye study and the pump rotor study were normal.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).